Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for the original complaint ¿ patient was revised to address infection. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right side). Update rec'd (B)(4) 2013- ppd received. Patient was revised on (B)(6) 2011 for infection after review of the (B)(6) 2011 revision notes. This complaint is now legal and infection is alleged so all implants are being added to the complaint. Only the head and liner were revised on (B)(6) 2011. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.